Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this unknown device felt a shock, and during in-clinic device interrogation a code 1004 indicative of a shorted lead condition was observed. The impedance was below 12.5 ohms. As such, emergent lead and device replacement is recommended. At this time, it is unknown if the shock was appropriate or not. No further information has been provided.